Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead failed to extend and the ra lead was found to be dislodged. Additionally, the ra lead exhibited a high capture threshold and high pacing impedance. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, while the reported events of inadequate capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. A visual examination of the lead was performed and it revealed that the helix was found to be retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The helix full extension length was measured and it was within the specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. No anomalies were seen.